Event description:
It was reported that there was a stored episode of right ventricular (rv) lead had loss of capture on the right atrial automatic threshold (raat). It was noted that the patient "found down" and hit her head. Technical services (ts) recommended a resolution. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was found unconscious in the original call. It was noted that the pacing impedance and capture threshold increased significantly on the ventricular channel. The impedance was within range. The rv output was adjusted, and the patient will be monitored. The device remains in use.

Event description:
It was reported that there was a stored episode of right ventricular (rv) lead had loss of capture on the right atrial automatic threshold (raat). It was noted that the patient "found down" and hit her head. Technical services (ts) recommended a resolution. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that there was a stored episode of right ventricular (rv) lead had loss of capture on the right atrial automatic threshold (raat). It was noted that the patient "found down" and hit her head. Technical services (ts) recommended a resolution. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was found unconscious in the original call. It was noted that the pacing impedance and capture threshold increased significantly on the ventricular channel. The impedance was within range. The rv output was adjusted, and the patient will be monitored. The device remains in use. Additional information received indicates that the lead exhibited noisy signals. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.